Manufacturer narrative:
Additional information: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis cavity.

Event description:
Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reported that approximately three days following the fluid leak the patient presented with abdominal pain, cloudy effluent and a fever. The patient was diagnosed with peritonitis following a positive culture result of staphylococcus epidermis. The patient was reported to be treated with vancomycin 1 gram daily for two weeks. The pdrn reported that the peritonitis resolved following antibiotic treatment.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode could not be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient contacted technical support to report an air in the cassette warning during a ccpd (continuous cycler assisted peritoneal dialysis) treatment. The patient was advised to set up a new treatment with new supplies. Upon removing the tubing set the patient discovered dampness at the back of the cassette, indicating a fluid leak. The patient discarded the supplies. No adverse event reported during the technical support call or during followup.